Event description:
Rn said nurse call and lights not working.

Manufacturer narrative:
Technician found loose pins in communication cable. Technician replaced cable to resolve. No alleged injury per account.